Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The device was tested for 24 hours and no malfunction could be identified. System error 322 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.